Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer replaced the retractor band, which had broken at the screw securing it, due to excessive pulling caused by the malfunction of both full-height drawers. Additionally, the band was also bent after the breakage. The engineer then left to collect replacement rails from the depot. Subsequently, the front height rails were replaced to address the issue of the bearing cages slipping backward within the rails of drawer 4. A field service engineer also confirmed that there was patient involvement and delays in dispensing medication to the patient due to nurses attempting to access the pyxis while I was performing repairs. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system 7nea auxiliary drawer 4 failed and was unable to recover. The customer stated that they attempted to recover functionality and determined that technical support was required. The error message displayed on the viewer reads "device not detected on bus." After powering the machine off and on again, recovery was still unsuccessful. There were no adverse events or injuries reported based on this event.